Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round spectrum 425cc saline catalog #3501470 lot #7000484 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round spectrum 425cc saline breast prostheses. Left side deflation was self-diagnosed by the patient. As a result, the patient underwent bilateral removal and replacement with unknown gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 06/08/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White and brown material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation (pe) team observed a crease on the anterior aspect and extending to the posterior aspect. A rent measuring approximately 0.1 cm was discovered within the crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of white and brown material found in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/03/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 05/03/2018, mentor received additional information that the patient¿s explanted devices were replaced with mentor memorygel breast implant 400cc and mentor memorygel breast implant 550cc gel breast prostheses. Manufacturer¿s reference date: (B)(4).